Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units display color is distorted. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) replaced the cable video receiver to lcd and pcb color video receiver. Once parts were replaced the display was working fine. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.